Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in the emergency room and hospitalized due to hyperglycemia and difficulty in breathing due to bronchitis, on unknown date with blood glucose level was 397 mg/dl at time of incident and the current blood glucose level was 368 mg/dl and treated with insulin drip. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.